Event description:
The following event was reported to ventec via email: "in the middle of a routine cough assist, the stopped both the cough assist and the ventilation. Needless to say, my caregiver had to ambu bag me while trying to figure out what happened and get me on my 2nd vent.". Ventec reached out to the patient who had sent the email and was provided with their respiratory therapist's (rt) information. Ventec contacted the rt and was advised that the device had provided a "system fault" alarm on its screen, beeped, then shut off before beginning to continuously reboot on its own. There was no patient harm as a result of the reported issue, however, medical intervention (manual ventilation) was required to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.